Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead dislodged. The lead was capped and replaced. No patient symptoms were reported.